Event description:
In 2008, the sales representative reported that during surgery one day prior, the surgeon was implanting the top screw when the screw disassembled. The surgeon intervened, explanted the screw and implanted another one.

Manufacturer narrative:
Requests have been made for the return of the product. Request had been made to obtain the product. Evaluation is pending upon the return of the product.